Manufacturer narrative:
One 6f, decapolar, medium sweep, livewire ep catheter was received for evaluation. Electrodes 1-10 displayed acceptable resistance values; however, a short circuit was detected between the tip electrode and conductor wires 4 and 5. Dissection revealed that the flat wire insulation was torn and the insulation for conductor wires 4 and 5 were abraded in the same location, consistent with the short circuit detected and the reported noise. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit.